Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, an sjm rigid saddle ring was implanted into a patient. On (B)(6) 2022, electrocardiogram (EKG) was performed and revealed that the patient was experiencing transient heart block. A permanent pacemaker was implanted and the patients bisoprolol medication was paused. The patient was reported to be discharged and stable. A healthcare professional has not stated that they believe the patient experienced adverse health effects. There is no allegation of malfunction against the device. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of transient atrioventricular heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Information from the field indicated that a pacemaker implantation was done to treat the heart block. There was no allegation made against the device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.